Manufacturer narrative:
The unit was received in its packaging with label, and did not turn on when trigger was squeezed. The battery pack was opened and all (B)(4) batteries / battery contacts were discovered to be corroded. The battery contacts were cleaned and (B)(4) new batteries were assembled again. The trigger was squeezed and unit turned on at low and high speeds. The handpiece and electrical cables were inspected and found properly assembled, without damages or defects. Therefore, claimed battery leak condition was confirmed. Based on the results of the unit evaluation, the most probable root cause for the corroded battery inside the battery pack were identified as internal battery malfunction, an incorrect component / electrical system assembly, or improper handling during unit usage producing a do not work condition. The device was scrapped at the manufacturer.

Event description:
It was reported that upon opening the interpulse handpiece w/bone cleaning tip s-tb, a substance was observed to leak from the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that upon opening the interpulse handpiece w/bone cleaning tip s-tb, a substance was observed to leak from the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.